Manufacturer narrative:
This report is for an unknown femoral recon nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of femoral recon nail (frn) on (B)(6) 2019, the driving cap/threaded broke off at the threads inside of the frn jig at a junction of thread/shaft. It could no longer be struck with a mallet to further seat or back slap to remove the implant. This prohibited further use of insertion handle and impactor for final seating and rotational control of the implant. The nail became incarcerated in the canal and would not fully seat to the desired depth. They needed to remove it in order to further ream and upsize the diameter of the canal to accommodate the nail. The surgeon tried to pull the implant out by hand, decided to lock the implant, and closed. Surgeon planned to revise when proper equipment was available. Fragments were generated but were easily removed. Revision surgery occurred on an unknown date. During the first surgery, rotation of bone segments was locked mal-rotated so revision surgery was performed to correct the alignment. The implant was not changed. Procedure was successfully completed with a surgical delay of thirty (30) minutes. There was no patient consequence reported. Concomitant devices: hammer/mallet (part: unknown, lot: unknown, quantity: 1), radiolucent insertion handle frn (part: 03.033.001, lot: l700508, quantity: 1). This report is for an unknown femoral recon nail. This is report 2 of 2 for (B)(4).